Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported the use of the wrong intraocular lens (iol) power based on intraoperative aberrometry measurements during cataract surgery with iol implant. After multiple measurements the iol power suggested was a 29.0; the surgeon elected to use the power of 28.5. After reviewing the patients preoperative data it was noted that the patient had axial length measurements performed using both optical and immersion biometry with noted axial lengths of 20.48 and 23.19 respectively. The lens choice was made based on the immersion biometry however it was found that the optical axial length measurement was entered into the analyzor system. At the time of the case the numbers were verified based on the data from the chart but the discrepancy was not identified as the numbers matched. After confirming with a back calculation method it was confirmed that the error was produced by using the incorrect axial length. An intraocular lens exchanged is planned. Additional information has been requested.

Manufacturer narrative:
The incorrect axial length was entered into the system, which likely contributed to the reported event. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to incorrect patient data entered pre-operatively. (B)(4).